Manufacturer narrative:
(B)(4): additional information obtained on january 21, 2015 revealed the previously reported device was reported in error and is not associated with complained event or the subject patient. This report is herby rescinded. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information obtained on january 21, 2015 revealed the previously reported device was reported in error and is not associated with complained event or the subject patient. This report is herby rescinded.

Event description:
It was reported that a (B)(6) female had an unspecified back surgery on (B)(6) 2013. Due to a nickel allergy and discomfort, the patient was scheduled for revision surgery on (B)(6) 2014. On (B)(6) 2015, a surgeon implanted an opal spacer at l5-s1. The surgeon asked for an x-ray before he removed the implant inserter. The surgeon felt the implant was too anterior and wanted to back out the implant. He attempted to pull back on the inserter but the inserter disconnected from the implant and so he was unable to pull the implant back. The surgeon continued with the surgery and placed two of the 10x28, 10mm height opal spacers in the patient. A CT scan was done on the patient after the case to make sure the implant was not in contact with anything concerning. The cage was not pressing on anything concerning however they did find a tumor in the patient¿s abdomen which is completely unrelated to the spine surgery. The surgeon stated the patient will need the tumor removed and that the cage may possibly be removed at that time. The surgery was completed without a time delay. The outcome of the patient at the time of this report was unknown. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.